Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle will not draw. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9149939. It was reported that the needle will not draw. Verbatim: consumer reported that the needle will not draw, does not re-use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 23 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200821462] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle will not draw. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9149939. It was reported that the needle will not draw. Verbatim: consumer reported that the needle will not draw, does not re-use.